Event description:
The account alleges that the bed has unintentional movement of the trendelenburg cylinder when it is being raised to its highest point. It will drop back down when the button has been disengaged.

Manufacturer narrative:
Multiple attempts were made to contact the customer, requesting they contact hill-rom. The purpose is to determine if this issue has been resolved. To date, no response has been received by hill-rom. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.